Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. Date of event is an approximation. The sensor was inserted at the arm on (B)(6) 2017. Patient reported that she experienced a low blood glucose of 40 mg/dl at night. Patient's boyfriend woke her up and treated her with juice and foods until her levels returned to normal. At the time of contact, patient is recovered. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4)

Event description:
In addition to the initial MDR, the patient reported that due to their low ever, they went into a diabetic shock. No additional patient or event details are available.